Manufacturer narrative:
The user facility stated that during a cycle, they noticed a burning smell coming from their reliance 444 washer/ disinfector and the unit would not complete the cycle. User facility personnel unplugged the main power source to stop the unit from running. A steris service technician arrived on-site, inspected the unit, and identified that the unit's electrical box's bottom contactor was stuck in a closed position resulting in a continuous electrical current to power the unit while not in use. The technician found that this caused the recirculation pump to be constantly running and the unit to experience overheating. The technician replaced the contactor subject of the reported event, tested the unit, confirmed the unit to be operating according to specification. No instruments were affected by the reported event. The unit was manufactured in 2004 and a review of service records revealed that the contactor has not been replaced since the washer was installed. No additional issues have been noted with the washer.

Event description:
The user facility reported a burning smell coming from within their reliance 444 washer/ disinfector. No injury, procedural delay, or cancellation was reported.